Manufacturer narrative:
This supplemental report was created to capture updates on b2: outcomes attrib to adv event.

Event description:
It was reported that this right ventricular (rv) lead was turned off during in an office checked, as patient experienced banging on the chest. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was turned off during in an office checked, as patient experienced banging on the chest. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.